Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was externally shocked during surgery. Technical services (ts) reviewed latitude data and found this crt-d was programmed to ventricular tachycardia (vt) monitor only. Detection was never satisfied in the therapy zone, causing therapy to not be provided by this crt-d. This was normal operation due to device programming. Ts recommended decreasing the rate cutoff (rco). This crt-d remains in service. No additional adverse patient effects were reported.